Event description:
The customer contacted physio-control to report that their device shut off multiple times during a single patient use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The customer indicated "due to females asystole the unit malfunction probably didn't matter."

Manufacturer narrative:
Physio-control reviewed the device data and verified the reported issue. It was determined the cause of the issue was the battery pins (connector/cable), and the issue with the part was damaged.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control performed a clinical review which determined the device use did not cause or contribute to the patient's outcome. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's battery pins as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device shut off multiple times during a single patient use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The customer indicated "due to females asystole the unit malfunction probably didn't matter."